Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported experiencing elevated blood glucose in 2007. She stated that at 7:51 am, her blood glucose measured 387 mg/dl, and at 10:20 am, her blood glucose measured 487 mg/dl. Her normal blood glucose range is 70-110 mg/dl. She stated she switched to her previous infusion device to lower her blood glucose. During troubleshooting, it was discovered by the pt's husband that there was a large air bubble in the pt's insulin infusion cartridge. The pt's husband was instructed on how to remove the air bubble. Upon follow up five days later, the pt stated her blood glucose was "fine". The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the insulin cartridge. No product will be returned for eval.